Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell fold creases and observed like appears to be a separation between shell and patch. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. In additional analysis it is observed: it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening. Observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.